Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging breathing issue and device not functioning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center, and visible foam particles were confirmed during device evaluation. Also, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.